Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that after firing the instrument, the device would not release automatically (could finally open instrument manually). The case was completed with a new instrument. There was no consequence to the patient.